Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via e-mail that the pump had keypad anomaly, damage, failed battery test alarm, and no delivery alarm. The blood glucose at the time of the incident was unknown. The customer initially called to upgrade pump, when she noted the issues. The customer states the pump rejects a new battery; the act button must be pressed frequently to respond; the screen is not visible, due to many scratches; at time the screen looks polarized; battery is worn; no delivery alarm without explanation; and the rewind takes to long. Troubleshooting was not performed. The device will not be returned for analysis.